Event description:
Patient called to report various complications following an injection of radiesse in their nasolabial folds. The patient reports potential systemic complications related to injection of radiesse including swollen cheeks, pain, itch and infection.